Manufacturer narrative:
Investigation summary: one photo was received and evaluated for the reported condition. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the product shown in the picture was confirmed to be within acceptable limits per our product requirements. Therefore no defects confirmed. The syringe barrel has a mark near by the 2 1/2 line that does not affect the legibility of scale and the performance of the product. No additional test is required for this complaint. Root cause description: the potential root cause for the mark found near by the 2 1/2 line is associated with the assembly or material handling process. The defect/imperfection found in this product does not affect the legibility of the printed scale and the performance of the product. Rationale: no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with damaged barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with damaged barrel.